Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use". No patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73b2500978 for investigation. The serial number of the device is sn (B)(6). The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the tip of the feeder was deformed. It was observed that the feeder tip was bent downward. The r & d team confirmed that an undamaged feeder tip is designed to protrude at an angle at the front of the feeder. No biological material was present on the device. There was slight damage to the safety pin hole in the handle. Additionally, a slight sink mark was observed. The sink mark was determined to be in the acceptable range of normal and would not impact functionality. The reported complaint of "bent/deformed parts - feeder tip" was confirmed based upon the sample received. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. Upon functional inspection, the trigger was engaged to load the remaining clips. The first clip correctly loaded into the jaws and latched completely. On the second fire attempt, feeder bypass was observed. The damaged feeder tip failed to remain aligned with back of the loaded clips, preventing the second clip from opening properly in the jaws. The third clip correctly loaded into the jaws and latched completely. On the fourth and fifth fire attempt, feeder bypass was observed. The fourth and fifth clips failed to open properly in the jaws. The device was disassembled. 2 clips remained in the channel after functional testing. Clip stacking was not observed. The tip of the feeder was observed to be deformed. Additionally, the end of the feeder appeared bent. No additional defects were observed. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. The damage is consistent with attempting to latch a clip on the wrong material or hitting the jaws against an object that could have damaged the feeder tip during functional testing. The probable root cause of the feeder bypass and the misloads was observed damage on the feeder. It was concluded that the probable root cause of the feeder tip damage was user error or mishandling of the device. The damage is consistent with attempting to latch a clip on the wrong material or hitting the jaws against an object that could have damaged the feeder tip during functional testing. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was deployed in a pre-closed condition during use". No patient harm or injury.